Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscectomy, it was observed that the vapr clplse90 electrode w hand cntrls device was completely oxidized and it was also scratched. It was reported that the device arrived in an original factory closed container. The procedure was completed with a new device. No patient consequence and no surgical delay was reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that when using an electrode of a closed container, the ceramic plate was completely oxidized and it was scratched. The complaint device is not being returned,, therefore unavailable for a physical evaluation. However a photo was provided.   Upon visual inspection of the photo, the device was observed a revealed scratched on the ceramic of the active tip. There was a gradual deterioration of a metal such as corrosion present in the ceramic plate. Therefore, the complaint reported was confirmed with the photos provided, by not having the device to be analyzed cannot be determined the root cause. The photo do not provide enough evidence. Hands on analysis should provide the evidence necessary to confirm the root cause.   A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(6).